Event description:
It was reported that on (B)(6) 2011, a promus 3.5 x 12mm stent was implanted in a de novo, distal right coronary artery (rca) at 12 atmospheres and another promus 2.5 x 28mm stent was implanted in a de novo, mid, left anterior descending (lad) coronary artery at 8 atmospheres. On (B)(6) 2011, approximately 9 months after the index procedure, the patient experienced asymptomatic ischemia. Reportedly, the ischemia was worse than prior to the index procedure. An angiogram was done on (B)(6) 2011 on the target vessel/non-target lesion. There was a lesion found just proximal to the implanted promus 2.5 x 28 mm stent implanted in the lad and a percutaneous intervention (pci) was done. The symptoms resolved without an adverse patient sequela on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of ischemia and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s.